Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The analysis of the system log file found an issue with the flex viewing pc which didn¿t communicate with the system. During the onsite visit by the philips field service engineer (fse) confirmed the system was booted up normally and identified an issue with the flex viewing pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the flex viewing pc. Following the replacement of the flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot successfully. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.